Event description:
It was reported that, "the cutting block was placed in position and 4 cuts were made. The cutting block was removed in the standard fashion and one of the pegs became detached from the cutting block and remained stuck in the bone. The peg/pin was removed with vice grips."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.